Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level was 400mg/dl. Customer current blood glucose level was 175mg/dl. Customer had no any symptoms. Customer was treated with shots and bolus. Customer stated that they did not allege pump was under delivering and cannula was bent troubleshooting was performed for under delivery. The product will not be return for the analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.